Event description:
The reporter stated the surgeon attempted to insert an aq2017v silicone three piece lens and the plunger overrode the lens. The surgeon stated the lens looked damaged so decided not to use the lens. There was no pt contact. Another same type lens was implanted.

Manufacturer narrative:
Results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.